Event description:
The lay user/pt called lifescan (lfs) on july 24, 2006, and alleged that her meter powers off during use. The medical affairs specialist mailed a letter on july 27, 2006, since the user could not be reached by telephone for further clarification. The pt reported that while attempting to test, her meter would power off; therefore she was unable to obtain a blood glucose result. She reported having symptoms of dizziness and feeling wobbly. She did not test at the time of the symptoms. She self-treated herself with something to eat/drink. She was able to test on another meter and obtained a result of 131 mg/dl. There was no report of medical intervention. It would have been helpful to know: how long she was unable to test, when the pt tested on the other meter in relation to when she obtained the symptoms, her medication regimen, and if she made any changes to her medications when unable to test. The pt replaced the battery and they were inserted correctly. There was no meter trauma and the battery contacts were in good condition. This complaint is being reported, as the meter issue was not resolved and the pt experienced symptoms that could suggest she was hypoglycemic, for which she treated herself. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluatin. But has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.